Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker setscrew connecting to the leads was unable to be tightened with a hex wrench. The pacemaker was removed and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not insert the torque wrench into the setscrew to tighten it was confirmed. Analysis revealed incorrect wrench insertions into both a- and v-setscrews with forced wrench into the setscrew insets without it being aligned to go into the hex insets of the setscrews. Due to the incorrect and partial wrench insertions the setscrews were being stripped and could not be tightened. Both setscrews were tested in the lab. The torque wrenches were found to fully insert into both setscrews and to tighten them normally on test leads with the wrench clicking. The problems were user related with no device anomalies found.